Event description:
Myosure reach was used and device errored stating myosure not detected. Hysteroscopy tissue removal is hard to reach area of uterus. Provider was able to use the device and complete the procedure.